Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of the lot# 2015h8866 involved, on a total of (B)(4) screw drivers manufactured with this lot#. No other complaints received on the same lot#. We will send a final MDR once the investigation will be completed.

Event description:
Intra-operative seizure between screwdriver - code 9084.20.310, lot# 2015h8866 - and l=20 mm bone screw - code 8420.15.010, lot# 201714562. According to the info reported, screw driver could not release the 20 mm screw after locking the screw itself to the delta pf acetabular cup implanted leading to 15-30 minutes of prolonged surgery time. (B)(6).